Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results and the device history review.

Event description:
As reported, this ev1000 platform did not detect the volume view sensor. Despite multiple attempts and after checking all the steps, it was found that there was no communication between monitor and databox. Therefore, no hemodynamic measurements were displayed. Customer decided to remove the volume view and to monitor the cardiac output with a swan ganz catheter, in order to solve the issue. There was no allegation of patient injury. Patient demographics received that the patient was female, but no other patient information was available.

Manufacturer narrative:
Review of the manufacturing records support that there were no non-conformances noted during the manufacturing of the monitor and the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. The device return is still pending; a supplemental report will be submitted upon receipt and evaluation of the suspect device.

Manufacturer narrative:
Review of the manufacturing records support that there were no non-conformances noted for any reason during the manufacturing of the ev1000 platform, and the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. During evaluation of the ev1000 platform, the ev1000 databox and panel powered-up and connected with no issues. The panel was subsequently upgraded to the most current software version which did not adversely impact functionality; the databox and panel connected appropriately after the upgrade. Therefore, the report of the ev1000 monitor and databox failing to communicate was not confirmed. Additionally, the volumeview sensor referenced in the customer¿s report was returned and exempted as a possible contributor to the event, as no fault was found during evaluation of the sensor. The evaluation summary noted that the ev1000 platform was returned with one (1) of the two (2) volumeview cables noted in the event. The returned cable was tested and found to have an open connection resulting from damage consistent with handling by the end-user. After confirming connection between the databox and monitor, the databox was then independently tested via a functional tester where it failed blood temperature (bt), accuracy, bt filter, injectate temperature (it) accuracy, it filter, and temperature sample rates - all tests either timed-out or returned zero values. Re-calibration of the databox was attempted in an effort to resolve the issue; however, the re-calibration was not successful and an error message for the temperature slopes and offset was displayed. The root cause of this failure was determined to be the result of physical damage to the temperature connector (j1) which was twisted off of the iso printed circuit board. There was no indication or evidence of a manufacturing defect being responsible for the issue. As per the evaluation results, the root cause of the customer¿s experience was concluded to be the result of databox and cable malfunctions which were attributed to damage in the field by the end-user. When a failure such as this occurs, it is common clinical practice to trouble shoot the issue. If necessary, the ev1000 platform could be exchanged for another if available. In this instance, both the cable and data box were found to be non-functional due to damage by the end user. It should be noted that there is a warning in the ev1000 operator¿s manual to ¿make sure the ev1000 monitor and ev1000 databox are securely mounted, and that all cords and accessory cables are appropriately arranged to minimize the risk of injury to patients, users or the equipment.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.